Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test. No unexpected low battery, off no power alarm or battery indicator anomaly noted, however the battery tube was corroded. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated this is the second occurrence of off no power with low battery warning. The customer was advised the will need to be replaced. Customer was advised they may continue to wear pump until replacement arrives if they insert a new battery.